Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while the device was being used to cut the papilla vater, the cut wire broke and fell off into the duodenum. The detached piece was removed from the patient's body using biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. In addition, an image of the rx needle knife provided by the complainant was reviewed and revealed damage to the distal tip.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the cutting wire was broken at the tip. Analysis of the broken cutting wire suggests that the wire broke due to mechanical cut followed by a final tension overload. After review and analysis of all available information, the most probable root cause for this event could not be determined. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while the device was being used to cut the papilla vater, the cut wire broke and fell off into the duodenum. The detached piece was removed from the patient's body using biopsy forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. In addition, an image of the rx needle knife provided by the complainant was reviewed and revealed damage to the distal tip.